Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument, outside of procedure. It was reported that deformation was observed at the time of cleaning. No patient was present.

Manufacturer narrative:
The instrument was returned for analysis. Functional testing confirmed that the instrument was damaged. If information is provided in the future, a supplemental report will be issued.